Manufacturer narrative:
Date of event and test: estimated date. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of occlusion is listed in the perclose proglide instructions for use as a known adverse event associated with use of suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Article title: cutting balloon angioplasty to relieve femoral artery occlusion associated with a vascular closure device.

Event description:
It was reported that the patient developed a cold, pulseless right lower extremity immediately after coronary angiography through right femoral access. A proglide device had been used to close the site of the arterial puncture. Angiography from the contralateral groin confirmed occlusion of the right common femoral artery. The occlusion was successfully traversed with an unspecified guidewire. Initially, standard angioplasty of the lesion was attempted, without improvement. Repeat angioplasty using a non-abbott 7-mm cutting balloon resulted in complete restoration of arterial luminal patency and normal pedal pulses. Occlusive complications secondary to suture-mediated closure devices are usually the result of inadvertent posterior wall puncture and subsequent apposition of the anterior and posterior walls by the suture during deployment of the device. Details are listed in the attached article, titled "cutting balloon angioplasty to relieve femoral artery occlusion associated with a vascular closure device"